Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 480 mg/dl, at the time of incidence. Customer reported that their high blood glucose level was due to steroid injections. Customer was able to rewind the insulin pump and able to access all the setting. Customer stated that while they were going through settings of old insulin pump they received motor error. The insulin pump will not be returned for analysis.